Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error due to flattened all buttons dome switch. The pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that they tried new batteries but it still did not work. The insulin pump was returned for analysis.